Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, assisted the caller with the reset process, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues reoccurred, which the caller acknowledged and understood.